Event description:
Patient reported that her blood glucose, when tested by a reference lab (venous sample), measured 90 mg/dl. Within five minutes, patient tested her blood glucose (capillary sample), using the suspect device, and obtained a result of 207 mg/dl. No patient injury was reported. Patient indicated that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.